Event description:
A ligasure, tissue fusion device, reprocessed by stryker was used intra-operatively. At the first attempt to use the device to seal and transect tissue, there was a distinct difference in the 'feel' of the setting of the tissue (which was thin and not excessively bulky), the tissue sealing cycle proceeded normally, however, when the linear cutter was engaged there was significant resistance. The blade seemed dull. When the cutter engaging cycle was completed, the finger was released from the trigger, but the cutter failed to release. The trigger remained in the full back, "engaged" position, and could only be disengaged through significant effort; this resulted in a rent of the splenic capsule, immediately adjacent to the tissue being transected (short gastric vessels), and failure of the seal at the short gastric vessels resulting in significant intra-operative blood loss and the need for additional transfusion.